Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:a review of the pump¿s history showed voltage drops on the reported event date. During testing, the pump powered on with a test battery normally. The pump was able to be primed and was exercised successfully with no overheating or alarms. The current draws were found to be within specifications and no intermittent connection was observed in the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump and the battery were warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.